Manufacturer narrative:
Device evaluation: as the product did not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was explanted from patient's right eye in a secondary surgical procedure because of residual astigmatism and decreased visual acuity. The replacement lens used is a different model but same diopter lens. No further information provided.